Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters were cracked at the hub and leaked. The following information was provided by the initial reporter: "plastic hub cracking 2 of these catheters were inserted in patients, cracking noted at the hub. Catheters with the same lot numbers pulled. Attempted to flush 3-4 catheters to mimic cracking. Unable to re-enact leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/27/2021. H.6. Investigation: bd received five 22 gauge insyte autoguard blood control IV catheter units from lot 1035261 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any unit. Next, the units were microscopically inspected to detect any defects that were not visible to the naked eye. During microscopic inspection, no damage was found as well. Therefore, based off the visual and microscopic inspection the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheters were cracked at the hub and leaked. The following information was provided by the initial reporter: "plastic hub cracking 2 of these catheters were inserted in patients, cracking noted at the hub. Catheters with the same lot numbers pulled. Attempted to flush 3-4 catheters to mimic cracking. Unable to re-enact leaking."